Event description:
Pt asked about tattoos prior to start of MRI testing. At the conclusion they remembered that they had one on their leg/ankle. The color in the middle of the tattoo disappeared and the area left was reddened. Pt felt other tattoos heat up but not one on the ankle.